Manufacturer narrative:
(B)(4). Additional information the device was returned with the tissue pad damaged, melted, and a portion was not returned. The device was tested with a generator and all buttons were functional. There were no anomalies or alert screens noted with the functionality of the device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Event description:
It was reported that the tissue pad is melted and a piece is missing. This was during a total laparoscopic hysterectomy. The piece was found and was not in the patient. The pad was not detached for the device and there were no patient consequences reported. The device was swapped out and the procedure was completed.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.